Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t was pulled out when the suture was tightened. The procedure was completed with a competitor device. It is unknown if there was a surgical delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s ts implants were pulled out when the suture was tightened. Both implants were removed from the patient using tweezers. The procedure was completed with a competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: upon review of the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. According to information received, it was confirmed that both t implants were inserted but would not stay anchored and slipped out of the meniscus. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.